Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed.

Event description:
It was reported that during embolization treatment of an aneurysm, there was resistance when advancing an embolization coil into the aneurysm post implantation of a flow diverter . The coil became stretched, and it was not possible to push or pull it. The coil was then withdrawn using a snare and removed from the patient. Subsequently, the procedure was successfully completed with a competitor coil. No patient injury occurred.